Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The power motor relay board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column on the 9500 system was not functioning properly. No pt injury was reported.